Event description:
During evaluation of a returned large volume intermate a crack was found in the coil cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from february 14, 2013 to february 15, 2013. Evaluation summary: the device was received for evaluation. During visual inspection a crack was observed in the coil cap of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the crack is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.